Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone number: (B)(6). The actual device and two pictures were received for evaluation. The visual inspection of the provided pictures showed the product after treatment and residual blood was observed in the header cap. The picture does not clearly show if the residual blood was on the dialysate side or on the blood side. A leak test on the blood side was performed and no defect could be found. The reported failure of internal blood leak was not verified. Additionally a leak test of the dialysate side was performed and a crack was found in the welding zone. The failure of external fluid leak was verified. The cause of the defective welding zone could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during sample evaluation of a polyflux 140h dialyzer, that an external fluid leak occurred during patient treatment. A crack was also found in the welding zone. There was no patient injury or medical intervention associated with this event. No additional information is available.